Event description:
It was reported that the patient was shocked when receiving transcutaneous electrical nerve stimulation therapy. The shock was seen on an alert initiated transmission. It was recommended to disable the device during the procedure.

Manufacturer narrative:
(B)(4).